Manufacturer narrative:
The event occurred in (B)(6). Medwatch with (B)(6) is for mobile system, medwatch with (B)(6) is for compact plus system.

Event description:
Caller reported blood glucose results of 26 mmol/l on mobile system and 11.2 mmol/l on compact plus system within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6). Medwatch with (B)(6) is for mobile system, medwatch with (B)(6) is for compact plus system. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.